Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(4). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced five infusion set blocked alarm event on 08-jul-2024 . No further information available